Event description:
It was reported that the tube that connects the cuff to the external valve (red) detached. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
Additional information was received on 13-sep-2022: the event occurred upon removal at the end of therapy and there was no patient injury as a result.

Manufacturer narrative:
Other, other text: event description was updated. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.